Manufacturer narrative:
Product was returned and investigation was performed. A download of the logs indicate multiple dynamic stimming with and without response. Edge cards were replaced unrelated to reported event. Unit underwent preventive maintenance and was returned back to stock.

Event description:
On (B)(6) 2018 patient underwent a lumbar procedure at the l4-s1 level. As per reporter device provided inaccurate readings and a screw breach was noted intra-operatively. Screw was replaced with a non nuvasive product.